Event description:
It was reported to nova biomedical that a consumer received 535 mg/dl at 8:30am. The consumer administered 4.3 units of insulin based on the reading. At 11:38 am the consumer tested getting a result of 454 mg/dl, the consumer administered 9.2 units of insulin. At 3pm tested getting a result of 434 mg/dl and the consumer administered 3 units of insulin. The consumer does not remember if she ate during this time period. At 4:20 pm tested getting a result of 435 mg/dl administered 3.3 units of insulin. Also at this time, the consumer changed her insulin pump site thinking that might be the problem. At 9:53pm tested getting a result of 408 mg/dl administered 3 units of insulin. At 10:36pm tested 428 mg/dl administered 3.3 units of insulin. At 10:50pm tested 424 mg/dl administered 0.4 units of insulin. At 1:20 am she tested 451 mg/dl and experienced a hypoglycemic event which required medical intervention. When the emts tested with their meter, they received a 47 mg/dl. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.